Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.